Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has occurred in patient anatomy previously and caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent was detached/dislodged from the delivery system prior to insertion out of the patient's body. Another device was used. No additional event or patient information is available.

Manufacturer narrative:
.